Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving unknown intrathecal therapy via an implantable infusion pump. The indication for use was noted as spinal pain. The patient's first neuro pump "just shut down", and there was still a year or so left on it. The healthcare provider (hcp) tried to restart it, but it did not work. The pump was replaced on (B)(6) 2015. Information regarding the drug being delivered at the time of the event, patient symptoms, troubleshooting or interventions that occurred, and a resolution were not reported; and were requested. If additional information becomes available, a follow-up report will be sent.